Event description:
It was reported that pump had scratches on screen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was out of warranty and in process of renewal, and no additional information was received regarding further actions or outcome of event.